Event description:
It was reported that the patient had 2 driveline fault alarms on (B)(6) 2024. No driveline damage was noted. The log file confirmed the reported driveline faults that did not affect pump function. The system controller was exchanged, and new log files were submitted from the new controller. The driveline monitoring values from the new controller appeared to be within normal parameters with no additional faults recorded. The driveline faults appeared to have been controller related. It was recommended to monitor the patient for additional alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (20240718_045143) and downloaded (d7310845) for review that showed overlapping events spanning approximately 12 days ((B)(6) 2024 per timestamp). Driveline fault alarms were active on (B)(6) 2024 at 17:46:52, on (B)(6) 2024 at 11:45:07 and on (B)(6) 2024 at 16:30:19. The alarms resolved shortly after activating and did not affect pump function. The driveline was disconnected on (B)(6) 2024 at 17:27:54 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a test power module, test system monitor and mock loop and was able to support the system for an extended duration without issues or alarms activating. The system controller was functionally tested and passed testing. A root cause for the reported event was unable to be conclusively determined through this investigation. There were also incidental findings of fluid ingress and power cable damage found during the investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook (rev c) and heartmate ii instructions for use (IFU) (rev c) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Additionally, the heartmate ii patient handbook section 3, entitled ¿powering the system¿, instructs users to not join misaligned connectors, to use care when connecting and disconnecting power sources, and how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and driveline fault alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.